Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal, and a scratched lcd lens. There was no applicable evidence in the event history log. Functional testing was able to verify the reported problem. The investigation determined that the damaged dso seal and defective dso sensor was the root cause of the reported issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The dso sensor and dso seal were replaced.

Event description:
It was reported that the dso was "impossible". There was no patient involvement, the event occurred before patient use.